Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 438 mg/dl. The customer reported that they tried to give bolus and the insulin pump alarmed motor error alarm. The drive support cap was sticking out. The customer was unable to perform troubleshooting due to the insulin pump was stuck in rewind and prime loop for motor error. The insulin pump will not be returned for analysis.